Event description:
Patient reported that he underwent total knee arthroplasty (B)(6), 2009 and was revised (B)(6), 2011 due to pain. Patient also reported that the surgeon found components malaligned during the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following warning: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00097).the user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.